Event description:
Health professional reported a lap-band system "explanted port and band" due to a "port leak."

Manufacturer narrative:
(B)(4). Medwatch sent to FDA on: (B)(4) 2013. Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a (B)(4). Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."